Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned for evaluation. The sales representative and a depuy synthes senior engineer troubleshot the pump and determined there was no problem with the device; rather the failure was caused by the tube-set. The pump has been returned to service where it has been used without an issue. Further, a review into the depuy synthes mitek complaints system revealed no other complaint for this device's serial number. No corrective action is required and no further action is warranted at this time. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the sales representative that the pump was overfilling the fill chamber during an unknown procedure. Procedure was completed with the pump. No patient consequences. Device not being returned. Additional information received by mitek complaint on april 29, 2015 on phone: the sales representative reported that there was a five (5) minute delay in the procedure.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed.